Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the plumset was connected to a peripherally inserted central catheter (PICC) and was being used to deliver an unspecified medication. It was reported that the plumset was connected to the PICC line for less than 30 minutes before the nurse attempted to disconnect. The customer contact reported that the distal tip of the option-lok male adapter broke off inside the hub of the pt's PICC line when attempting to disconnect. On (B)(6) 2015 at 1113, the PICC line was removed and a new PICC line was placed. At that time, the tubing set was replaced and therapy was resumed. There were no reports of any adverse pt effects and no reported delay in therapy critical to this pt. No add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded; however, a photo of the device was received for analysis an investigation. The photo revealed a picture of the option-lok male adapter and the tip of the male adapter was broken. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to investigation findings, the reported defect is related to the design. The spin collar option-lok t dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connectors could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints. This report represents all the info known by the reporter upon query by hospira personnel.